Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. The device was tested on the bench and an output transistor anomaly was noted but could not be reproduced upon subsequent testing. The cause of the output transistor anomaly could not be determined. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.